Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to oversensing of myopotentials/artifacts while in alternate vector. Technical services (ts) was consulted and troubleshooting and programming recommendations were provided. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.